Manufacturer narrative:
Results: a visual inspection of the ipg did not reveal any discrepancies. Communication with the device using a test patient programmer was unsuccessful. The device was received in a state that would not allow communication, this condition can occur if the device was exposed to any electrical type of interference. The ipg's hardware was reset and after resetting, communication was normal. The ipg was tested to manufacturer specification and passed all tests. The cause of the reported event could not be duplicated and root cause could not be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's scs ipg was replaced with a new one. Effective stimulation therapy was reportedly restored. The reported issue has been resolved.

Event description:
It was reported the patient's ((B)(6)) scs ipg suddenly stopped working and the patient programmer would no longer locate the ipg. A sjm representative met with the patient and confirmed the issue with a different patient programmer. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.